Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " (B)(6) 2024, the doctor found the swg was kinked when it was inserted into the needle prior to the patient."

Manufacturer narrative:
(B)(4), the customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic analysis revealed kinking on the guide wire. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component a-04020-015a was additionally noted, which likely contributed to the resistance experienced by the customer. After performing functional testing, a total occlusion was encountered from inside the cannula. The cause of the occlusion cannot be visualized. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The guide wire was advanced into the needle and resistance was encountered at the proximal opening of the needle cannula. Once inserted, the guide wire encountered a total occlusion from inside the cannula. A lab inventory guide wire was also advanced and encountered the occlusion at the same location. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a total occlusion inside the cannula as well as a 'bubble' on the supplied guide wire hub component (a-04020-015a). These defects created resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received , and the comments from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "15 mar 2024, the doctor found the swg was kinked when it was inserted into the needle prior to the patient." Associated complaints: 9680794-2024-00396, 9680794-2024-00397, 9680794-2024-00398, 9680794-2024-00399, 9680794-2024-00400, 9680794-2024-00401, 9680794-2024-00402, 9680794-2024-00403, 9680794-2024-00404, 9680794-2024-00405.